Manufacturer narrative:
(B)(4). Batch # unk. Additional information: this is an analysis for a ec60a submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a blue reload inside of a plastic bag with all drivers up and with body fluids. The second photo shows a package from with a device 60 mm with the closing trigger in the closed position and firing trigger in the opened position with the batch area and belong the batch # 142a81. The third photo shows a package and the jaws in a closed position. The fourth photo shows a package with a device 60 mm with the closing trigger and anvil in the closed position and firing trigger in the opened position. Based on the ec60a review, the event describe could not be confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.,a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: v9479m. Additional information received: photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the ec60a device was returned with no apparent damage, with the jaws articulated to left side, and with one ecr60b reload not loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following: "caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/ batch number, and no non-conformances were identified.

Event description:
It was reported that during cholecystectomy surgery, when severing gallbladder tissue, after fired, noted some staples malformed. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.